Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oml, there was the possibility that this phenomenon was attributed to the failure of the emergency lamp and emergency lamp cable inside the subject device due to the aging deterioration by the repeatedly long-term use because the subject device had been used more than thirteen years since manufacturing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during oesophagogastric-duodeno-scopy (ogds) and colon procedure with the subject device at the user facility that it was found the emergency lamp indicator on the front panel blinked even though the examination lamp lit up. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and that the emergency lamp and emergency lamp cable inside the subject device had failure.